Manufacturer narrative:
As reported, the sealant of a mynxgrip vascular closure device (vcd) failed to deploy and remained in the device following the procedure. Therefore, the user reverted to manual compression. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. Additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1935302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a mynxgrip vascular closure device (vcd) was failed to deploy and remained in the device following procedure. Therefore, the user reverted to manual compression. There was no reported patient injury. The user was trained with the device. The device was opened in a sterile field. The device will not be returned for evaluation as it was discarded. Additional procedural details were requested but are unknown.